Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer continued using the existing cartridge for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was not verified. The investigation could not be completed as the cartridge was not returned